Manufacturer narrative:
A1 - patient identifier: (B)(6) e1 - initial reporter facility name: (B)(6) hospital, (B)(6) hospital affiliated to (B)(6) medical college, (B)(6). E1 - initial reporter phone:(B)(6).

Event description:
It was reported that balloon rupture and detachment occurred and device fragment remained inside the patient and was removed with a retrieval device. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. During the first inflation at 3 atmospheres for 2 minutes, the balloon ruptured and fractured. The device fragments remained inside the body; therefore, a retrieval device (snare) was used to remove the fragments. This incident delayed the surgical procedure and increased the surgical duration. There were no patient complications as a result of this event and the patient was stable post procedure.